Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012927909 and data files were returned and analyzed. One picture was received for analysis. It showed that a foreign material attached to the guidewire at the tip of the catheter. Visual inspection was carried out. No anomalies were identified during external visual inspection of the shaft, and handle segments. The spiral array shows the guidewire stuck at the tip due to dried blood. Catheter identification and ablation testing was conducted. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to catheter compatibility testing. During device compatibility inspection, resistance was observed while attempting to remove the returned guidewire. The guidewire appeared to be stuck and could not be removed. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. In conclusion, the reported array inversion, deformed/damage/twisted array and array tip char/coag/clot/debris could not be confirmed via physical product analysis. Data analysis confirmed the presence of foreign material attached to the guidewire at the tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 990045; product type: guidewire product event summary: data files containing an image was returned and analyzed. The image appears to show foreign material attached to the guidewire at the tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, while attempting to ablate the right inferior pulmonary vein, the pulseselect catheter and sheath were advanced across the transseptal puncture into the right atrium. The pulseselect was withdrawn into the sheath, and transseptal access was reattempted by aligning the sheath with the opening and advancing the wire, which was successful. The procedure continued, but at a certain point, the wire became entrapped and could not be advanced or withdrawn, and the nose of the pulseselect catheter appeared kinked with the wire and nose outside (inverted) of the loop. The pulseselect was able to be extended and retrieved into the catheter without issue or resistance. The left flex catheter contour was left in the left atrium. Upon inspection of the catheter outside the body, a possible tissue biopsy was observed lodged into the nose of the catheter, trapping the wire. Additional contributing factors included a very baggy/floppy septum, possible biopsy of the septum while attempting to regain the transseptal spot on the wire, and the wire being pulled too far into the sheath. A new pv tracker and pulseselect were opened, and the procedure was completed without further issues. No patient complications have been reported as a result of this event.